Event description:
Customer complaints blood leak during treatment. Blood flow rate 115 ml/min, tmp, 109mhg. The blood loss was about 2.9ml. No pt harm and no medical intervention.

Manufacturer narrative:
No further info is expected for this specific event, and the case is considered closed.